Event description:
Healthcare professional reported "device was damaged upon implant surgery". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error : observed, one opening assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b.1; b.2a; d.6b; d.9; h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported "device was damaged upon implant surgery". Device was not implanted.